Manufacturer narrative:
The reason for this reported incident was due to the cobalt cement failing to harden and causing significant problems. The cement was not returned to confirm the complaint, therefore this complaint evaluation is limited in scope since the product associated with this investigation was not returned to djo surgical. A review of the device history record (DHR) revealed no discrepancies or issues with the manufacturing history of these parts. Customer complaint history of the reported product showed previous complaints but no other complaints against the reported lot numbers with this failure mode. The root cause of this complaint is that the cement failed to harden. There were no findings during this investigation that indicate that the reported device was defective. Surgical products condition can be determined while being used for its intended purpose. The replacement of surgical products does not indicate a product deficiency, failure or issue. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Reported incident - the cobalt cement failed to harden and caused significant problems.